Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during support developed limb ischemia requiring device explanation. The patient with a history of hypertension suffered a cardiac arrest. The decision was made to implant an impella cp device for mechanical circulatory support. The device was placed successfully with local vascular support, and immediate hemodynamic improvement was noted post-implantation. After pressure was applied following explantation, mottling of the right thigh was noted, and distal pulses were absent on doppler examination, raising concern for limb ischemia. Manual pressure was then released; hemostasis was maintained, but poor perfusion persisted initially. However, the mottling improved, and an arterial duplex study confirmed the presence of distal flow. A heparin drip was initiated for anticoagulation. The patient survived the explant and was reported to be in stable condition following the event.